Manufacturer narrative:
(B)(6).

Event description:
Information was received that the bivona trach tube was disconnected from the iso connector the iso connector detached from the rest of the cannula leaving no connection to the ventilator. A new cannula was inserted promptly to ventilate the patient. This incident occurred after approximately 11 months of use. No permanent damage reported.

Manufacturer narrative:
One custom-made fixed tracheostomy tube with a fome-cuf stoma-seal was returned for analysis. Upon visual inspection the trach was confirmed to be broken and the plastic connector had been completely detached from the device to the retaining ring. The iso connector was also noted to be cracked and partially still attached which normally has adhesive holding the retaining ring to it. Based on the evidence, the iso connector was possibly forcibly removed from the device; causing the retaining ring to crack and the connector to disconnect from the device. The allegation was confirmed but the root cause is unknown.